Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the hub of the device was pulled out and had a leak. It was found that the hub was broke. The patient was replaced with a new tube without harm.